Event description:
It was reported that in central processing, a frayed wire was observed on the small grasping retractor instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument's pitch cable to be broken at the distal clevis hub. The cable segment that contained the crimp was no longer installed in the clevis. Material was missing. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable and the missing crimp found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.